Manufacturer narrative:
Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. Manufacturer report# 3005099803-2016-00385 pertains to the first device, and manufacturer report# 3005099803-2016-00342 pertains to the second device. It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the pylorus during an esophagogastroduodenoscopy (egd) with pyloric dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the exit marker detached from the device into the patient and was retrieved using forceps. The exit marker of the second balloon also detached and was left to pass naturally. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.